Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter would not retract, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was an MDR; DHR review was performed on the lot number: 7282860 the lot number was built on afa line 11, from october 20, 2017 thru october 24, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Setup and in process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag /bc 20ga unit an opened package from the lot number 7282860. Visual/microscopic examination: the needle was not retracted, and the white button was not depressed observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation conclusion: root cause is indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter would not retract, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter would not retract, after use. There was no report of exposure, injury or medical intervention.